Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no pacing output. During interrogation the ipg displayed the elective replacement past (erp) indicator. The physician elected to explant the ipg.